Event description:
A customer reported to baxter (B)(4) of a interlink paclitaxel set in which the luer lock adapter portion of the line was missing. It is unknown in which process step the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon additional investigation, the reported condition could not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.